Manufacturer narrative:
Service visited on (B)(6) 2011, and found reagent probe a was leaking, and verified that collar wash vacuum valve was not working. The field service engineer replaced the valve, and this resolved the issue.

Event description:
A customer reported to beckman coulter, inc. (Bec) a liquid leak under the reagent probe a on the reaction wheel cover of synchron lxi 725 clinical system. Bec customer technical support recommended the use of personal protective equipment before troubleshooting. The customer has hazard management plan in place. There was no effect to patient or user.